Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave over-sensing on the right atrial (ra) lead. The right ventricular (rv) lead also had a high sensing integrity counter (sic). The ra and rv lead remain in use. No patient complications have been reported as a result of this event.